Event description:
Covidien received information stating that after replacing the oxygen sensor, an "o2 sensor failure" and an "o2 sensor disconnection" alarm occurred. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the o2 sensor to resolve the issue. (B)(4).